Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a malfunctioning air detector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported clean load point #2 alarms which were reproduced at power up. Clean load point #2 alarms were verified through a review of the event history log and found to be caused by a failed optical sensor. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. After further correspondence with the customer it was reported that there was no patient involved with the reported event.